Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the charger exhibited a failure at pld component (B)(4) and pxa component (B)(4) on ca board (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it would not power on.